Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded four episodes inappropriately due to right atrial (ra) undersensing leading into ra overpacing and right ventricular (rv) oversensing leading into pacing inhibition and asystole greater than two seconds. The patient is dependent, and all four inappropriate tachy events occurred early in the morning. The technical services (ts) discussed either sleep apnea or valsalva causing diaphragmatic oversensing and recommended evaluation in the office, performing valsalva maneuver and adjust sensitivity accordingly. This rv lead remains in service. No adverse patient effects were reported.